Manufacturer narrative:
The device evaluation revealed kinks along the iddc tubing and the msd was found to be fractured. The location of the fracture lines up closely with one of the kinks found on the iddc. Due to the limited information received, it could not be determined if the msd fracture occurred while inside the patient. The IFU warns the user to not advance if resistance is met without first determining the cause of resistance under fluoroscopy and taking any necessary remedial action. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a cause or contributing factor to the msd fracture.

Event description:
It was reported that ekos was being used to treat a patient with a deep vein thrombosis (dvt) on (B)(6) 2018. After successful placement of the iddc, the msd would not track. No tortuous anatomy was noted. It was reported that the patient was treated with a fountain catheter and did fine. Upon investigation of the returned device, the reported complaint was confirmed by device damage.